Event description:
It was reported that the procedure was to treat a lesion in the renal artery. The 6.0 x 15 mm herculink elite stent delivery system (sds) was advanced into the guiding catheter with no resistance noted; however, it was observed under fluoroscopy that the stent became dislodged proximal on the sds. The sds was removed with the stent, without issue. A new herculink elite sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.